Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of a discrepant elecsys toxo igg immunoassay result for 1 patient sample tested on a modular e module (evo) analyzer. The initial toxo igg result was 328.5 ui/ml (reactive). On (B)(6) 2018 the sample was repeated and the toxo igg was 0.130 iu/ml (non-reactive) with a data alarm. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The toxo igg reagent lot number was 288407 with an expiration date of 31-oct-2018.

Manufacturer narrative:
There was no treatment based on the initial reactive result. The sample was repeated because the sample was non-reactive with the abbott anti-toxo igg method. The repeat non-reactive result was considered correct and was reported outside of the laboratory. The investigation determined the calibration, qc, and analyzer performance was acceptable. The measuring cell was within specification. Further investigation of the alarm trace determined that there was a reagent low volume alarm shortly after the event. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The field service engineer checked filters on the instrument and confirmed they were properly seated.